Manufacturer narrative:
(B)(4). Date sent: 11/18/2025. D4: batch #525d51. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 525d51, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/22/2025 d4: batch #unk d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: 1. Was the firing sequence started but not completed? -> yes. 2. Did the device deliver any staples? -> yes, but the blade stopped in the middle. 3. If yes, were the staples formed properly? Couldn¿t complete the staple line. 4. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Not sure 5. Were there staples missing from the staple line? No 6. Did the device cut ¿ yes but the blade didn¿t travel until the distal end. 7. If yes, was the cut line complete? 8. If yes, was there any issue with the cut line 9. Was there any difficulty opening the device jaws? They had to retrieve the knife using reverse button. 10. If yes, what steps were taken to open the jaws. 11. If the jaws could not be opened, how was the device removed. ¿ used reverse button. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the blade and reload did not deploy fully as the engagement didn¿t fit properly. There was no patient consequence nor surgical delay reported. No additional information provided.